Event description:
The facility representative reported a colleague infusion pump with failure code 812:50 on channel b. It is unknown when the reported condition occurred. No patient injury or medical intervention was reported. Baxter's review of the device event history determined that failure code 812:05 was a cascade failure from fc 570:320:844:0000; which interrupted delivery. The user interface module master software version is 5.04.00, which is classified as unremediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4).the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 812:05 and determined it was a cascade failure from failure code 570:320:844:0000. The root cause of the reported condition was determined to be depleted main batteries. Service replaced the main batteries to resolve reported issues. Review of the device event history determined that the reported condition of occurred on (B)(4), 2010 and not the customer reported occurrence date of (B)(4), 2010. A follow up report will be submitted if additional information becomes available.